Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731, lot# serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen (3000 mcg/ml at an unknown dose) and morphine (40 mg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported that a patient had a pump refill on (B)(6) 2017 at another hospital and began to experience morphine overdose on 2(B)(6) 01 7. It was also reported as morphine overdose symptoms. It was noted that the patient ¿was already poorly¿ and in itu (intensive care unit). Naloxone was administered to the patient. As the event occurred out-of-hours, a physician programmer could not be located because there was no consultant onsite. Another consultant had been contacted for assistance. It was advised to do a cerebrospinal fluid (csf) withdrawal unless contraindicated. Surgical intervention did not occur; it was unknown if it was planned. The issue was not resolved. The patient status was alive ¿ with injury, although the injury was noted as the morphine overdose. No further complications were anticipated. It was also reported that the patient had a complicated medical history. The patient had a pump change several months prior, and also suffered an intracerebral hemorrhage resulting in a number of autonomic dysreflexia episodes since.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was not a volume discrepancy at the refill or at the previous refill. There was nothing noted in the event logs. It was noted that the symptoms were only related to the morphine. There were no motor stalls reported. The manufacturer¿s representative was waiting on an update on the patient¿s outcome. The device was not expected to be returned.